Manufacturer narrative:
This is our final report for this incident.

Event description:
In order to survey a carry over event reported by a customer (refer to report # 9610824-2011-00146) cap survey samples jat15 through jat19 were tested in-house at bio-rad facility in (B)(4), on tango optimo s/n (B)(4) in the following order: jat15, jat16, jat17, jat19, jat18. Jat19 reacted 4+ in all three cells. The know negative sample jat18 reacted negative (visually 1+ actually) in cell 1 only. Jat18 repeated on its own reacted negative. The result obtained at the customer site could be reproduced with almost identical results. A known negative sample (jat18) reacted negative (compared to +/- for a patient sample at the customer site) when it appeared visually 1+ regarding cell 1. We share the opinion that the result image of jat18 with cell 1 is visually faint positive indicating a potential carryover event from the sample that was pipetted right upfront jat18. Today we are not in the position to provide a final assessment regarding the root cause of this suspected carryover event, since the final titer of the jat19 sample is yet unknown. Since similar results have been obtained using different tango optimo devices we assume that the reported issue is more likely to derive from sample specificities than being related to the instrument performance of tango optimo s/n (B)(4). The correct function of the allegedly defective reagents were proved by testing the retained samples of quality control laboratory on tango optimo. All positive and negative reactions were correct. We didn´t observe any false positive reactions. The review of the batch record documentation showed no irregularities which might have negatively affected the quality of the complained lot. As the investigation is currently ongoing further results will be reported when available.

Event description:
Testing of the cap survey samples jat15 through jat19 received, in-house tested on tango optimo s/n (B)(4) in the following order: jat15, jat16, jat17, jat19, jat18. Jat19 is 4+ in all three cells. Jat18 was negative (visually 1+ actually) in cell 1 only. Jat18 repeated on it's own is negative. The result images provided with this incident were reviewed. We share the opinion that the result image of jat18 with cell 1 is visually faint positive indicating a potential carryover event from the sample that was pipetted right upfront jat18. This complaint was compared to the one reported with MFR # 9610824-2011-00146. The results obtained at both sites are almost identical. A known negative sample (in this case jat18) reacted negative compared to +/- for a patient sample adjacent to jat-19 at MFR # 9610824-2011-00146, when both appeared visually 1+ regarding cell 1. The results from the corresponding cap survey obtained at the bmd qc laboratory were reviewed. All cells of the sample following jat-19 reacted negative. Jat-19 was found to contain anti-d as well as anti-k antibodies. The final titre of jat-19 was not investigated. Since there was no investigation on the final titre of the sample jat-19 performed during the conduction of the cap survey at bmd, the root cause of the reported issue remains unresolved. Since it was shown that jat-19 contains anti-d antibodies that correspond to the antigens present on cell p1 and since similar results have been obtained using different tango optimo devices, we still strongly believe that the reported issue is more likely to derive from sample specificities than being related to the instrument performance of tango optimo s/n (B)(4). The correct function of the allegedly defective reagents were proved by testing the retained samples of quality control laboratory on tango optimo. All positive and negative reactions were correct. We didn´t observe any false positive reactions. The review of the batch record documentation showed no irregularities which might have negatively affected the quality of the complained lot.